Manufacturer narrative:
(B)(6). Date of report: 12aug2019. The manufacturer¿s international service technician confirmed the error code but could not duplicate the event. The manufacturer¿s international service technician replaced the data acquisition (da) pcba to prevent a future problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The da pcba was return for analysis. An investigation was performed and the was tested, no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician identified error code (110d_ - proximal pressure sensor range error in the diagnostic report. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.